Manufacturer narrative:
As received, a partial lead was returned in two portions for analysis. Visual inspection of the lead found two external insulation abrasions breaching the outer insulation and exposing the outer coil on portion proximal to the suture sleeve tie impression, consistent with friction to the device can. The cause of the reported events was due to the external insulation abrasion which is consistent with friction to the device can. All other damages found are consistent with procedural damage. The reported events of noise, oversensing, and lead insulation damage were confirmed.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Prior to a device exchange procedure, episodes of automatic mode switch and pacemaker mediated tachycardia due to noise resulting in oversensing were observed on the atrial lead. Lead insulation damage was suspected and was visually observed during the procedure. The lead was explanted and replaced to resolve the event and the patient was in stable condition.